Manufacturer narrative:
Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Patient presented with an aneurysm that was reported to have measured 9cm in diameter with a very angled neck. After successful deployment of a 28-16-100bl bifurcated device and two 16mm limb extensions, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which did not resolve the endoleak. A proximal extension could not be placed due the proximity of the lowest renal artery to the bifurcated device. The physician prepared to convert to an open repair, but due to the proximity of the lowest renal artery to the bifurcated device sufficient cross clamp pressure could not be achieved below the renal arteries. In addition due to the proximity of the highest renal artery to the sternum, sufficient cross clamp pressure could not be achieved above the renal arteries without performing a median sternotomy. The physician decided to not proceed with the open repair, and left the patient for monitoring. Should read:patient presented with an aneurysm that was reported to have measured 9cm in diameter with a very angled neck. After successful deployment of a 28-16-140bl bifurcated device and two 16mm limb extensions, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which did not resolve the endoleak. A proximal extension could not be placed due the proximity of the lowest renal artery to the bifurcated device. The physician prepared to convert to an open repair, but due to the proximity of the lowest renal artery to the bifurcated device sufficient cross clamp pressure could not be achieved below the renal arteries. In addition due to the proximity of the highest renal artery to the sternum, sufficient cross clamp pressure could not be achieved above the renal arteries without performing a median sternotomy. The physician decided to not proceed with the open repair, and left the patient for monitoring.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient presented with an aneurysm that was reported to have measured 9cm in diameter with a very angled neck. After successful deployment of a (B)(4) bifurcated device and two 16mm limb extensions, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which did not resolve the endoleak. A proximal extension could not be placed due the proximity of the lowest renal artery to the bifurcated device. The physician prepared to convert to an open repair, but due to the proximity of the lowest renal artery to the bifurcated device sufficient cross clamp pressure could not be achieved below the renal arteries. In addition due to the proximity of the highest renal artery to the sternum, sufficient cross clamp pressure could not be achieved above the renal arteries without performing a median sternotomy. The physician decided to not proceed with the open repair, and left the patient for monitoring.